Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During the procedure, it was reported that the coil would not detach. No injury was reported with the patient.